Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the fracture surface of the instrument and the broken leg. Here we found typical signs of crevice corrosion. Hardness was checked in the area of the broken part and according to specification. Additionally we made a visual inspection of the blades and they overlap. Batch history review: the manufacturing documents have been checked and found to be according to specification valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. Rational: we assume that the bent blades were caused by a leverage force. This mechanical overload caused cracks. By reprocessing of the instrument caused crevice corrosion. Without further knowledge about the circumstances we assume a mechanical overload situation as the causal factor. The break was probably caused by the corrosion. No CAPA is necessary.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It was reported that while preparing to use the scissors in surgery the limb broke off.